Event description:
It was reported that this right ventricular (rv) lead had high pacing impedances. This lead will continue to be monitored, with no plan for intervention at this time. No adverse patient effects were reported.